Manufacturer narrative:
The complaint device associated with this report has not been received or evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to manufacturing documentation.

Event description:
A surgeon reports performing an uneventful cataract surgery with intraocular lens (iol) implant od (right eye). Following surgery, the patient complained of an uncomfortable sensation of a veil across her vision (blurred vision). The patient was sent to another physician for a second opinion. Testing was conducted to rule out a retinal problem and results were normal. The lens was well centered and no posterior capsular tear or iris atrophy was present. A problem with the intraocular lens (iol) was suspected following review of the interferometer visual acuity testing. The lens was removed and replaced with a non-aspheric lens.